Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was the wrong print on the syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has an ink ring on the opposite side of the scale marking. This is an acceptable imperfection. The photo provided shows the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot 4059818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but acceptable.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Wrong print.